Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to noise, non-capture, and impedance issues. No additional adverse patient effects were reported. Additional information received reported that the observed left ventricular (lv) noise had been oversensed. There had been non-capture at maximum outputs and out of range pace impedance measurements. Furthermore, all observations were reproducible via pacing system analyzer (psa) testing. No additional adverse patient effects were reported. This lv lead remains implanted and surgically abandoned.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to noise, non-capture, and impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.